Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for a gastrointestinal (gi) bleed, however the patient stated that when they lately touched their system controller, it was giving them a small shock. The patient's spouse stated they had felt it once as well. The patient stated it happened when attached to battery or wall power. It was noted that the patient did have an automatic implantable cardioverter-defibrillator (aicd). The patient was not having any other symptoms from this issue. Log files were submitted for review and captured several low voltage advisory events while using battery power. The photos showed some worn spots down the bare metal which may have been causing small shocks to the patient.